Event description:
Product was returned for evaluation. The return fields in oracle state: rollators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the detached caster and fork had part of the screw that had attached it to the frame sticking out of the top of the fork. The screw was sheared through the center. The front left leg's caster head tube had a portion of that presumably same screw still stuck inside of the tubing. A closer examination of the head tube proved that the roll pin that holds the screw in the head tube was missing on the left side. Whether the roll pin had fallen out, or had never been present to begin with, was not able to be determined during the inspection of the rollator. Functional observations- the device was not stable when left to stand on its own, as it would lean forward to the left and put its weight on the frame where the caster was missing. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of one of the caster forks having broken. But, the issue was related to the front left caster fork assembly, not one of the rear casters as alleged. The underlying cause of the problem was determined to be that the roll pin that holds the caster bolt screw in place in the head tubing was not present, which allowed the bolt to unscrew from the tubing. This likely caused the bolt to experience additional stress, until it eventually sheared. The root cause of the roll pin being missing, however, was not able to be determined during this detailed evaluation. Complaint of "fork broke" was confirmed. The underlying cause is roll pin that holds the caster bolt screw in place in the head tubing was not present. Root cause could not be determined after reviewing the documentation in this investigation. The consumer states one rear fork on the rollator broke causing her to fall to the floor. She states was walking to the bathroom when the wheel broke. She states she fell on her knee and hit her chin on the dresser in the bathroom. She states she had to crawl 30 or 40 feet to the phone to call 911. She states they took her to the emergency room they took a ctscan of her spine and no breaks were found. She states there was one cut on her left leg about the size of a dime. She states she has edema in both legs and any cut could cause cellulitis. She states she leans heavily on the rollator for support. Update- she said she was using the rollator when all the sudden the pivoting wheel to the left broke off and she fell. She was not able to get off the floor and spent over an hour pulling herself to a phone to call 911. She alleged she was in screaming pain and couldn't stop screaming when the ems got there. She went to the hospital and had a cat scan and had no broken bones. She was very sore and is alleging pain and suffering from the alleged incident. The consumer alleged she sustained minor bruising on her chin and a small cut on her knee about the size of a dime. She states she had major pain when they tried to move her onto the stretcher. She states the hospital gave her morphine for pain. She states they released her the same night from the hospital. Glossy sell sheet review (111258, page 4) - height minimum/maximum for 65100r states: 5'4" - 6'0". Consumer height reported as (B)(6); not within product specifications. Weight capacity states 300 pounds. Consumer weight reported as (B)(6); within product specifications.

Event description:
The consumer states one rear fork on the rollator broke causing her to fall to the floor. She states was walking to the bathroom when the wheel broke. She states she fell on her knee and hit her chin on the dresser in the bathroom. She states she had to crawl 30 or 40 feet to the phone to call 911. She states they took her to the emergency room; they took a ctscan of her spine and no breaks were found. She states there was one cut on her left leg about the size of a dime. She states she has edema in both legs and any cut could cause cellulitis. She states she leans heavily on the rollator for support. Update- she said she was using the rollator when all the sudden the pivoting wheel to the left broke off and she fell. She was not able to get off the floor and spent over an hour pulling herself to a phone to call 911. She alleged she was in screaming pain and couldn't stop screaming when the ems got there. She went to the hospital and had a cat scan and had no broken bones. She was very sore and is alleging pain and suffering from the alleged incident. The consumer alleged she sustained minor bruising on her chin and a small cut on her knee about the size of a dime. She states she had major pain when they tried to move her onto the stretcher. She states the hospital gave her morphine for pain. She states they released her the same night from the hospital. Glossy sell sheet review (111258, page 4) - height minimum/maximum for 65100r states: 5'4" - 6'0". Consumer height reported as (B)(6); not within product specifications. Weight capacity states 300 pounds. Consumer weight reported as (B)(6) pounds; within product specifications.